Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a surgical procedure to resection a skull base tumor, the duraseal dural sealant system 5ml (202050) was prepared as directed, and when applied to the patient, it did not seal. There was a 15 minute delay in surgery. There was no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) - a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back included carton unit with an open pouch with the label corresponding to the part number and lot involved, 1 open tray, and 1 sample received completely assembled with 2 holders, 1 borate syringe, 1 phosphate syringe, 1 y-connector and 1 spray tip. The syringes were completely depressed and without solution. They were connected to the y-connector and spray tip. The syringes and y-connector were disassembled, and blue solution was observed on top of the spray tip. The y-connector and spray tip were removed and the blue syringe was observed with traces of dry blue solution. Since there was not enough solution to perform the final assembly to verify the condition of the solution, the failure mode was not confirmed. Root cause - the product received was tested and the failure mode reported was not confirmed. As a result, the root cause is undetermined. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.